Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a separate event regarding this lead, the physician reported that the patient had a history of perforation after the initial implant in 2011. No intervention was performed due to the patients condition at that time. No further information is available at this time regarding this event, except that the lead remained implanted until (B)(6) 2014.